Event description:
The suspect meter exhibited variation in test results with three different pts when compared with the lab. The following results were reported: inratio: 1.7, lab: 2.6; inratio: 1.9, lab: 4.8; inratio: 1.5, lab: 3.3. All tests were performed within one hour. Pts experienced gingival bleeding rectal bleeding and bruising. The meter shall be returned for evaluation purposes. A replacement meter was sent to the customer for a lab comparison study using the three pts.